Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not completed.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the high-resolution stereo viewer (hrsv) lost image in the right eye. The surgeon is continuing the procedure using the second surgeon side console (ssc). The customer hard power cycled ssc 1, but the issue persisted. The customer was advised to power cycle the ssc after the procedure. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was completed using the second ssc. There was no injury to the patient.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was installed on the test system. The hrsv started up and failed without video on the display.